Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was returned to the supplier for repair and returned to the customer. Reported event was confirmed by review of repair logs. Device was returned to supplier for repair. The device was visually okay except the cap was missing from the connector end. The cable is cut down to braid, motor fails hi-pot step 2, and has play on armature. Buttons working poorly and very low tension on motor. The motor, cable, seals, all o-rings, and flex strips were replaced and tested per procedure. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Investigation results concluded that the reported event was due to control buttons working poorly and bad motor, unrelated to manufacturing or design. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an anterior cruciate ligament surgery. During the procedure, the device malfunctioned. There was a delay of 15 minutes as a result. No adverse event is reported and no further information has been provided.